Event description:
According to the reporter, the "on" button of the device doesn't always function; it turns off, but most times won't turn on. There was no pt use associated with the reported incident.

Manufacturer narrative:
The customer declined an offer of service from physio-control and stated that because of the age of the device and the estimated cost of repair, the device will be scrapped.